Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks after implant an interrogation showed that the patient's right ventricular (rv) lead capture threshold had spiked and the r-wave amplitude decreased. There was also a warning for rv lead impedance out of range on the low limit. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.